Manufacturer narrative:
Section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of a white power cable having broken pin lodged in the system controller cable was confirmed via submitted photos. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis, log files were not submitted; however, photos of the reported damage were sent for review. These photos confirmed a pin from the connector associated with the white power cable of the patient cable had broken off and become lodged in the system controller cable. The root cause for the reported event was unable to conclusively determined through analysis. The device history records were reviewed for the system controller (serial number: hsc-132463) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev c) section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿powering the system¿ addresses how to properly switch the power cables between sources. Heartmate 3 instructions for use (rev c) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿alarms and troubleshooting¿ addresses how to properly connect and disconnect the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2024, the system controller (B)(6) had a pin break off on the white ac cable and became stuck in the new system controller cable. The data was not able to be transmitted to the system monitor. The system controller was exchanged, which resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.